Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue. The product was replaced and released for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs system, including a percutaneous lead, on (B)(6) 2010. It was reported that the pt lost stimulation. It was reported that reprogramming efforts are initially successful, but after a few weeks, the amplitude auto-reduces and the pt can no longer increase the amplitude past perception. The physician stated that he will most likely explant and replace the lead with a paddle lead if the issue does not resolve. The pt is scheduled for a f/u visit with physician for eval. No further info is available at this time.